Event description:
Death post ruptured pulmonary artery. Cardiac catheterization with insertion of swan-ganz catheter. The following day pulmonary wedge pressure went flat at 14:57 after being able to obtain wedge pressure since catheterization. Trouble-shooting x2 without success. Balloon deflation was verified and catheter withdrawn per md order. No kinks or clots noted on catheter and balloon intact. Pt began coughing up blood. Emergency chest exploration revealed hemorrhage. Pt expired. Family declined autopsy.